Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with new heart failure symptoms and copious low flow alarms. A computed tomography scan was performed and revealed an outflow graft narrowing of 90% near the bend relief, but it was unclear if the obstruction was intraluminal or extraluminal. The patient was sent to an outside hospital and 2 stents were placed in the outflow graft. Physicians noted that the obstruction was not thrombotic in nature. The patient's heart failure symptoms and low flows immediately improved following the stenting, the patient was transferred back from the outside hospital, and discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) scans showed an outflow graft obstruction. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. Additionally, a specific cause for the obstruction could not be conclusively determined. According to the account, the patients heart failure symptoms and low flows immediately improved following the stenting of the outflow graft. The account submitted seven CT scans for review. Figure 1 of the submitted photographs showed the bend relief as a white circle. Inside of the circle appeared to be a narrowed outflow graft (white), and a surrounding material (grey). All of the other submitted CT scans were inconclusive for outflow graft obstruction. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. Additionally, a specific cause for the obstruction could not be conclusively determined. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further related events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.